Manufacturer narrative:
The company rep examined the system and calibrated the touch screen. The system was then tested and met product specifications. There were no parts replaced. The root cause cannot be determined. (B)(4).

Event description:
A nurse reported that the touchscreen stopped responding during a vitrectomy procedure. The console was replaced by another system to complete the case following a 30 min delay. There was no harm or injury to the pt.